Event description:
International affiliate reported that the device failed to drain upon activation. The device was disconnected and replaced with a new device. No adverse pt consequences were reported.